Event description:
It was reported that following an lavh procedure with bilateral salpingoophrectomy and repair of uterine prolapse, the pt presented with inflammation at the suture line. The subcuticular sutures were removed in 2001.